Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch #. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can you please explain how ¿the powered device backed without stapling¿? By pressing the power button on the plee60a , instead of stapling and cutting, the plee60a even moves back to the tissue of the stomach, endomaining it. Did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Did the device deliver any staples? No. If yes, were the staples formed in the proper closed b-formation if the stapler did fire was the staple line complete? The stapler fired without staple line. Also, according to the attached complaint form there was an adverse event that was life-threatening. What is the current patient status? The patient is well established. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? The doctor had to keep the 2 patients for an extra day to make sure that they are well please provide details. You have reported six (6) reloads involved in this event. Did the same issue occur with all six reloads? Yes. What is the surgeon¿s experience using device? A very great experience, he consumes 1500 cartridges a year. Were the cartridges loaded with the retaining cap in place? Yes. How was the procedure completed? As usual he checks the location of his grip, he waits for 15 seconds and firing why was the hospitalization extended? As a precaution, no complication was noticed on the patient. Why does the surgeon correlate the extended hospitalization with the difficulties experienced with device? As a precaution.

Event description:
It was reported that during an unknown procedure, the stapling of the powered device backed without stapling and damaged the tissue stomach. It is unknown if another like device was used to complete the procedure.